Event description:
Rptr has previously expressed their concerns about the use of the tycos/davis & geck suture for cardiothoracic surgery. Rptr continues to experience difficulty with the tycos surgipro suture with needles bending, needles not penetrating graft material, and suture breaking in the middle of the performance of anastomoses. Rptr has documented two more instances where the needles continuously bent during the suturing of a thoracic aortic graft and rptr was impaired in completing the operation. This was a time sensitive procedure and the use of this suture material prolonged the operation and placed the pts at risk. This suture is unsafe for the performance of cardiothoracic surgery procedures. Rptr feels that they are placing pts at risk by the continued usage of this suture. Numerous incident reports have been filed. There has been no response regarding concerns nor any attempt to rectify the deficiencies presented. Point 1: sternal wires: the wires that hosp is currently using are inadequate for sternal closures. The needle will not puncture the bone unless it is severely osteoporotic. Therefore, in order to close the sternum, rptr is forced to place the wire around the sternum instead of through it. This maneuver has posed several problems. It does not allow for proper closure of the segment of bone above the manubrial-sternal junction and the wire acts as a gigli saw cutting through the sternum. Since the switch to the current product, the svc has had 8 cases of sternal dehiscence. This was reported to safety and infection control with no reponse to date. Point 2: 8-0 surgipro: a fine suture is required in order to perform an adequate internal mammary anastomosis to a coronary artery. The current 8-0 suture is not of 8-0 caliber nor is the needle attached to that suture. The caliber of both is 7-0. Rptr understands the industry spec regarding suture size and that the tycos product falls within the specified range. However, this does not negate the fact that the suture and needle diameter are inadequate for this procedure. The company does not make a smaller suture on the required needle. Use of the larger caliber results in large needle holes in the internal mammary artery which cannot be repaired. This technical difficulty can pose anastomotic problems and ultimately pt survival issues. Point 3: 7-0 surgipro: the needles on this suture are inadequate. The needles will not perforate a thick vein nor an atheromatous coronary artery without bending. This event results in an inability to complete the anastomosis once initiated. Use of the cutting needle (dizzy black) that the company offers is inappropriate since the vessel is not calcified. Use of a cutting needle on the atheromatous vessel will result in laceration of the vessel and an irreparable situation. Point 4: 4-0, 3-0 surgipro: in order to repair thoracic aneurysms, a 4-0 suture must be used due to the fragility of the thoracic aorta. The 4-0 surgipro needle will penetrate the aorta but will not penetrate the graft that is used. The 3-0 needle is too large in diameter. One case in which rptr tried to use the surgipro, rptr was required to switch to the ethicon product in order to finish the case. The same issues arose with the most recent case and once again rptr was required to use the ethicon product to complete the case. Thoracic aneurysm surgery is becoming a larger volume of practice and with the current suture inventory, rptr cannot satisfactorily nor successfully complete these operations. Point 5: 3-0 biosyn: this suture is inadequate for skin closure. The needle continuously bends requiring the use of two to three sutures when one should suffice. The product also breaks down prematurely resulting in would breakdown and infection. Rptr feels that the tycos suture product line is inadequate and frankly dangerous for use in cardiothoracic surgery. Regardless of the alleged cost savings being reported which rptr questions, pt safety issues are arising which are not being addressed.